Manufacturer narrative:
No serial numbers reported. (B)(4).

Event description:
On (B)(6) 2019 we received notification of an article published in czech and slovak journal of ophthalmology entitled, 'incidence of cataract following implantation of posterior- chamber phakic lens icl (implantable collamer lens) long term results.' The article analyzes the results of icl implantation in 34 patients from 1998 to 2013. The article references lens opacities without loss of bcva. "We observed anterior subcapsular opacities without effect on vision and without progression over time in 1 myopic eye and in 6 hypermetropic eyes, incipient corticonuclear cataract without effect on vision in 1 myopic eye". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.